Manufacturer narrative:
Product event summary: the ventricular assist device driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files through (B)(6) 2015 showed parameters to be within normal operation. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files through (B)(6) 2015 showed parameters to be within normal operation. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation evaluated driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a clean break of the outer sheath of the driveline at about thirteen centimeters away from the connector. It was also reported that the driveline was described as "yellowish". A driveline sheath repair was completed and it remains in use. No patient complications have been reported as a result of this event.